Event description:
It was reported to boston scientific corporation in 2008 that an enteral feeding peg tube device had occluded. The peg tube was replaced with an unknown device. No further info has been ascertained regarding either the pt or the device.

Manufacturer narrative:
The device has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.